Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip broke into pieces inside the patient. The fragment was retrieved during the same procedure. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken molded insulator be related to the customer reported complaint. The instrument was found to have both molded insulator of the grip tip to be broken. A piece approximately 2.36mm x 1.68mm in size was missing and not returned with the instrument. Additionally, the instrument was found to have a broken conductor wire where it connects to the grip tips. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage broken wire show damage which may indicate potential mishandling or misuse of the instrument. The molded insulator was broken is the affected adjacent component.

Manufacturer narrative:
Initial failure analysis was confirmed, the instrument was requested to be transferred for design engineering to review in person. It was observed that the grip base with the grip tip and molded insulator still attached was found to be bent, resulting in the grip tip to be bent from its usual location. Bending of the grip base can be caused by excessive force applied to the grip.

Event description:
Refer to h11 for follow-up information.